Event description:
A malfunction alarm was reported, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. The malfunction did not recur after resetting, and the customer continued using the pump with the understanding to call back if any issues arose.